Manufacturer narrative:
The subject device referenced in this report was not returned to olympus for evaluation. Therefore the exact cause of the reported event could not be conclusively determined at this time. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
We received the following report. During a surgery for gallbladder removal, the subject device was used in combination with an olympus ultrasonic knife. An alarm indicating abnormal work and operation trouble was displayed when the user activated ultrasonic output. The intended procedure was completed with another device (that was used in combination with a monopolar coagulation hook). There was no patient injury reported.

Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. The manufacturing record was reviewed and found no irregularities. Based on the evaluation result, omsc presumes that this event was attributed not to the subject device but to other factors.